Event description:
Infusomat space pump tubing fell apart at a permanent connection between backcheck valve and distal port after being loaded and primed with norepinephrine. This was prior to case start, was not attached to patient. No harm to patient. Manufacturer response for set, administration, intravascular, infusomat (per site reporter). No response yet.